Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: switzerland. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test mesh during evaluation; however, the cutter was damaged and was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend

Event description:
It was reported that the device does not cut cleanly. The event timing was during instrument check prior to surgery. There was no harm no delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.